Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) fiber optic connector cover was damaged. It was not reported under what circumstances the event occurred. However, there was no patient involvement or adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and replaced the broken upper panel assembly. The iabp passed all calibration, functional and safety tests that were performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) fiber optic connector cover was damaged. It was not reported under what circumstances the event occurred. However, there was no patient involvement or adverse event reported.